Event description:
It was reported following an arteriovenous fistula graft angioplasty procedure, during withdrawal of the balloon catheter through the introducer sheath, significant resistance was encountered. Continual exertion against resistance resulted in the balloon and a portion of the catheter shaft detaching and remaining in the patient. A snare was successfully utilized to retrieve the detached balloon material and catheter shaft. The procedure was successfully completed with this balloon catheter. The patient's condition is good. This device is currently being evaluated by this manufacturer. Upon completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed, and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Additionally, this device had exceeded its expiration date. The company believes these factors may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "marshall balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... If resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."